Event description:
It was reported the ipg had migrated and the pt had discomfort when he would sit down. The physician undertook surgical intervention and determined the ipg had flipped in the pocket, and was pressing in the hip area. Due to the age of the ipg the physician opted to replaced the ipg during the procedure. It was reported the issue was resolved with the surgical intervention.

Manufacturer narrative:
Evaluation results: there is no alleged functional failure to meet specification. The ipg had flipped in the pocket causing the discomfort. This event cannot be confirmed through product analysis testing. The ipg did not show any visual anomaly other than those (instrument marks) attributed to explant procedure. It communicated with all lab utility. The event cannot be confirmed through product analysis testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.